Event description:
A malfunction was reported on a customer's pump, and it was noted that there were events leading up to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction code. The customer was advised to call back if the issue recurred and confirmed their understanding of the instructions.